Event description:
Ventricular noise oversensing was observed in recorded episodes in the patient files of the associated pacemaker.

Event description:
Ventricular noise oversensing was observed in recorded episodes in the patient files of the associated pacemaker.